Event description:
It was reported that partial deployment occurred the target lesion was located in the calcified left external iliac artery. A 10x40x75mm epic stent was advanced to treat the lesion via a contralateral approach. However, during deployment, the outer sheath was trapped by calcification preventing successful deployment leading the stent to be partially deployed. The procedure was completed with a different device. No patient complications were reported.